Manufacturer narrative:
A label specification was incorrect. It has since been corrected. All related labels have been verified.

Event description:
The reporter indicated that two device were mislabeled on the pacer box. For hysteresis, it says "on". For mode. It says "off". There was not pt involved in this event.